Manufacturer narrative:
Consumer has not returned product.

Event description:
Consumer alleges that her heating pad caught on fire. There were no injuries or property damage reported with this incident.